Event description:
The customer reported that the insulin pump alarmed several times motor error during basal. Troubleshooting was performed. The caller stated that the device was not exposed to an MRI. Assisted the customer to run the displacement and self test and they passed. Advised the caller to revert to back up plan. The customer's glucose reading at time of call was 219mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with the currents within specifications. The device was unable to prime during the prime test as a result of a loose drive support disk. The motor passed the motor test, and it was unable to confirm the motor error alarm.